Event description:
While wearing the external equipment, the patient reportedly had no sound perception. In 2005, the patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.